Manufacturer narrative:
The problem was due to a component failure (power supply problem).we are unaware about patient injury. Device evaluated by distributor.

Event description:
The laser system has the following problem: "simmer error. " no adverse effects to patient were reported.